Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a speaker was disconnected from the monitor at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker was disconnected from the monitor at their philips intellivue information center (piic). It is unknown if the device was in use on patient or patient impact at time of report.